Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and also, they passed out. Customer was treated with carbohydrate intake for their low blood glucose. It was unknown if the insulin pump was on auto mode. Troubleshooting was declined by customer for low blood glucose event. The insulin pump will not be returned for analysis.